Event description:
It was reported that the cot dropped during patient use, however the alleged cot drop event could not be confirmed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluated by third party.